Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was in use on a patient and there was no patient harm. During evaluation, the service technician confirmed the reported problem and noted the remote alarm connector was loose. The service technician replaced the main pcb board to address the finding. Applicable final testing was completed and passed to specifications.